Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: a review of the pump black box or download history showed no activity related to a temperature issue; no sudden drops in voltage readings was observed. There was no data in the pump histories from the time of the reported issue due to continued use of the pump. The pump powered on and was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or defects were observed to the power components. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.